Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: a review of the black box data showed 078 call service alarms. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms. The pump cover was opened and moisture damage was found on the printed circuit board. Unrelated to the complaint, the pump case was cracked near the bottom right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).